Event description:
Caller reported that alarm 01 was triggered. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was unable to verify any cracks on the original cartridge but was able to return it for further examination. Technical support advised the customer to load a new cartridge, which they successfully did, allowing them to resume insulin without further issues.